Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 21109127. Medical device expiration date: 26oct2022. Device manufacture date: 26oct2021. Medical device lot #: 21119802. Medical device expiration date: 02nov2022. Device manufacture date: 02nov2021. Date of event is unknown; awareness date has been used for this field. One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that they are unable to flush could not be replicated. A device history record review for model 22003e - 07 lot number 21109127 was performed. The search showed that a total of 17603 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However, in this instance no device problem was found. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues to follow the steps outlined in the attached letter. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris smartsite 8.5 inch tubing extension set the tubing was clogged. This occurred six times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they are unable to flush.